Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the xience v stent delivery system (sds) found blood in the guide wire lumen and on the entire length of sds catheter, which is consistent with loading a guide wire into the lumen and advancing the sds into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the hypotube and jacket material were separated distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separating. The jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were multiple bends throughout the entire length of the hypotube, which may be the result of the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. To help ensure that kinks/bends and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kinks or shaft separation. The shaft most likely kinked during advancement in the guiding catheter and as the sds was further manipulated or straightened during retraction, the shaft separated at the kink. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. This suggests that there are no lot specific product quality deficiencies. In this case, the reported failure shaft separation and subsequent kinks appear to be related to operational context.

Event description:
It was reported that it was planned to treat the left anterior descending artery. Additionally, the physician stated that the iliac artery was very tortuous. A non abbott 6f guiding catheter was advanced until the aortic arch, and the xience v was advanced through the guiding catheter until it reached the distal exit of the guiding catheter. The physician wanted to correct the position of the guiding catheter, so he stopped advancing the xience v (the device did not exit the guiding catheter) and then slightly retracted the guiding catheter with the xience v inside. During this slight retracting, the stent delivery system (sds) of the xience v separated into 2 parts. The proximal part (30cm) was removed by easily retracting, and the distal part (70cm - with the stent still on it) was removed by retracting the guiding catheter with the distal part of the sds inside. Nothing remained in the anatomy, with no adverse patient effects. The physician started the procedure again with a new guiding catheter and the target lesion was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.